Manufacturer narrative:
This serves as a correction report. (Outcomes attributed to ae ) was inadvertently omitted from the initial MDR 30 day report. (Suspect medical device name), (address), (city) and (fax number) were incorrectly documented in the initial MDR 30 day report. Suspect medical device name has been updated.

Event description:
A customer reported experiencing an allergic reaction while wearing a freestyle libre sensor. The customer reported the following symptoms: irritation, itching, and redness. The customer had contact with a healthcare provider and was prescribed 2% fusidic acid cream (antibiotic). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an allergic reaction while wearing a freestyle libre sensor. The customer reported the following symptoms: irritation, itching, and redness. The customer had contact with a healthcare provider and was prescribed 2% fusidic acid cream (antibiotic). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacture date is unknown. The date populated is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an allergic reaction while wearing a freestyle libre sensor. The customer reported the following symptoms: irritation, itching, and redness. The customer had contact with a healthcare provider and was prescribed 2% fusidic acid cream (antibiotic). No further treatment was reported. There was no report of death or permanent impairment associated with this event.